Event description:
The customer stated that she wanted her contour test strips replaced due to low readings. She tested her blood glucose and received a low reading of 39 mg/dl. She took a sugar pill as instructed by her doctor due to the low reading and the fact that she was not feeling well. She was still not feeling well after taking the pill, so she went to see her doctor. The doctor tested her blood glucose at 400 mg/dl and treated the customer with insulin. The customer declined to troubleshoot and insisted her meter be replaced. The customer's test strips are to be returned for eval. Replacement test strips and a new meter were sent to the customer.